Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned the device history records were reviewed and the manufacturing criteria was met prior to the release of the batches included in this lot. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On which firing(s) did this event occur (1st, 2nd, 8th, etc.)? What other color cartridges were used before and after this event? Was it used on thick tissue? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? What was the outcome, leakage, bleeding or other please specify? Did the surgeon wait the recommended 15 seconds after closing and before firing the device? Was the cartridge correct inserted, did they hear the ¿click¿? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Was there any difficulty removing the device from the tissue? What is the current status of the patient? Is there any other additional information you would like to share about this device or procedure?

Event description:
It was reported that during a low anterior resection procedure, with a green reload there were malformed staples. The patient was a young man, who had taken drugs. Together with his partner he had sexual intercourse and the partner pushed his arm into the patient's anus. The whole anus was destroyed. The surgeon tried to fix it, during this effort the device with a green reload fired malformed staples. It is unclear whether the artificial anus is due to the injury or due to the instrument failure.